Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The physician reported that anesthesia associated hypotension led to EKG changes, likely unmasking underlying coronary artery disease. There was no report of any issues with the ion system, instruments or accessories. A system log review cannot be performed because the system logs are not available. This event is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient¿s blood pressure dropped significantly, EKG changes occurred and the procedure was aborted. The patient was hospitalized in stable condition and a cardiology evaluation was requested.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient¿s blood pressure dropped significantly. This occurred mid- to end of the procedure. The physician reported he was able to complete one biopsy site, but while navigating to the second nodule, the patient developed anesthesia associated hypotension that led to EKG changes, which he thought was likely related to underlying coronary artery disease that was unmasked by the hypotension. The procedure was aborted. The physician stated that he doubts the event was related to the ion. The patient was admitted to the hospital; however, nothing specific was done other than suggesting a cardiology evaluation. The patient was reported to be in stable condition. There was no report of any issues with the ion system, instruments or accessories.